Event description:
It was reported that the patient stimulation was not providing adequate pain relief. It was mentioned the patient took Tramadol.

Manufacturer narrative:
Block B3: Approximated based on the date the manufacturer became aware of the event.